Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and linear opening. A leak test was performed and found one opening. A microscopic analysis identified: a linear sharp opening on posterior side assessed as an unidentified (tear) opening (a dimension measurement in the shell was performed which identified the thickness within specification) and nicks. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.